Event description:
On (B)(6) 2013 it was reported that spectrum infusion pump serial number (B)(4) was experiencing upstream occlusion alarms. There was pt involvement but no injury as result. It was reported that the infusion may have been on (B)(6) 2013. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was rec'd at baxter for evaluation. The reported symptom was found to be caused by a failed upstream sensor. Testing found the upper reading on the ultrasonic sensor with a fluid filled tube to be below specification. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion and air in line alarms. Review of the history log found 15 upstream occlusion/air-in-line alarms within a 45 minute period. The upstream sensor has been replaced.